Event description:
Customer called to report that the tubing from the front blood detector to the blood sampling valve (bsv) of the coulter hmx analyzer with autoloader kept popping off and leaked approximately 10 milliliters of diluent. The field service engineer (fse) inspected the instrument and replaced the primary aspiration pump. The fse also replaced the tubing from the front blood detector (bd1) to the blood sampling valve (bsv), and the tubing from the bsv to the rear blood detector (bd2). There was no further evidence of leaking and the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the leak was the primary aspiration pump not working properly and causing improper vacuum in the aspiration lines. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, eye protection and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
(B)(4).